Manufacturer narrative:
A philips representative evaluated the device. Based on the information available, the cause of the reported problem was confirmed and traced to the dirty paddle tray. Reported problem was solved after cleaning the paddle tray. The device was successfully returned to service. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the ICU medical staff prepared to defibrillate a patient in cardiac arrest but failed to discharge normally. The device failed the self-test before the staff tried to deliver the shock to the patient. The staff stopped using the device immediately and replaced it with another defibrillator. No patient harm was reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone and reporter phone: (B)(6).

Event description:
It was reported that the ICU medical staff prepared to defibrillate the patient, but failed to discharge normally. The staff stopped using the device immediately and replaced it with another defibrillator. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.